Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system could not perform 3d image acquisitions when prompted by user. On the third attempt, the system was able to perform acquisition. Following this, the system functioned as designed. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: analysis of the system logs was completed and there was a single failed attempt of a 3d scan found in the log file. Subsequent 3d scan was successful. The 3d scan failed due to a 'position error' on the rotor axis (with amplifier current limit detection). The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.